Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, the implantable cardioverter defibrillator exhibited backup vvi operation. The patient presented in clinic on (B)(6) 2019 for backup vvi reset. The issue was resolved with the device upgrade, and the patient was reprogrammed to original parameters. The patient was stable.